Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: an evaluation of a photograph of the device confirmed the rupture condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through tier ii (B)(4). A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one baxter infusor lv5 ruptured during filling with 5-fluorouracil. There was no report of patient involvement, as the device ruptured prior to patient connection. No medical intervention. No additional information is available.